Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the debris inside the light guide lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of poor angulation. This does not indicate an MDR reportable event. However, during inspection of the device at the service center, an MDR reportable malfunction was noted in which debris was found inside the light guide lens. There was no patient involvement.